Manufacturer narrative:
Unit received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm because the act and esc buttons were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.